Event description:
It was reported that multiple intermittent alarms occurred. Customer's blood glucose was between 167-432 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.